Event description:
Journal reference: henderson jaimie m, tkach jean, phillips michael, et al. "Permanent neurological deficit related to magnetic resonance imaging in a pt with implanted deep brain stimulation electrode for parkinson's disease: case report." Neurosurgery. Nov 2005; 57(5): e1603. Reportable events: the 3387 lead (n=2), extension (n=2) - the article describes a case of serious permanent neurological injury secondary to a radiofrequency lesion produced by heating of a dbs electrode associated with MRI of the lumbar spine in a pt with parkinson's disease. A CT scan identified a hemorrhage and edema surrounding the tip of the electrode. Seven months post MRI injury, the pt was noted to have hemiparesis, dysarthria and dysconjugate gaze.

Manufacturer narrative:
This report is being filed under exemption. See scanned pages.